Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in critical override and were unable to communicate due to an interface issue. The customer reported that hsv displayed an error indicating the interface had been down for approximately four hours. As a result, new patients and medication orders did not cross over to the stations.there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where all stations were in critical override. A technical support specialist (tss) checked and identified that the xml message transaction was stuck. In response to customer inquiry about whether the stuck xml message transaction was causing the interfaces to go down, the tss clarified that the interface server was not down at that time; however, the xml message transaction was not running. To resolve the issue, the tss restarted the bd service to ensure the xml message transaction resumed processing. The customer later confirmed that the issue had been resolved and that all stations were communicating properly. The system functioned as intended after the technical support specialist troubleshot the device.